Event description:
Sterility issues. Three staar surgical microstaar injector cartridges, which come packaged sterile from the MFR, were found to have an "unturned" sterility indicator on the package -pink and not brown- which is indicative of incomplete or insufficient sterilization. These were 2 different sizes and had 3 different lot numbers. Staar surgical customer service was notified. We are not sure how many prior to this date have been used in surgery without being properly checked. These three were not opened to the field and therefore did not adversely affect any pts. Diagnosis or reason for use: surgery.